Event description:
A caller reported that a pump possibly did not alert them when their blood glucose levels were high or low. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.